Event description:
It was reported that a revision surgery was performed on a vital mis patient to address pain five days after the initial surgery. Follow-up x-rays revealed a hematoma as well as a migrated set screw and a loose set screw on the right side of the construct. Seven days post-operatively, the revision surgery was performed and the entire right side of the construct was removed and replaced. The left side of the construct was checked and found to have no problems. This is report three of four for this event.

Manufacturer narrative:
D10: vital mis poly 7.5x45mm: pn 824m7545, ln sbm183051 - qty 1, vitality closure top: pn 07.02010.001, ln zb7739170 - qty 1, vital mis 5.5 ti rod perc crv 65mm: pn 815m1065, ln ct149553 - qty 1. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2024-00361 through 3012447612-2024-00364.

Event description:
It was reported that a revision surgery was performed on a vital mis patient to address pain five days after the initial surgery. Follow-up x-rays revealed a hematoma as well as a migrated set screw and a loose set screw on the right side of the construct. Seven days post-operatively, the revision surgery was performed and the entire right side of the construct was removed and replaced. The left side of the construct was checked and found to have no problems. This is report three of four for this event.

Manufacturer narrative:
H6: additional method code: 4110. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the device was not returned, however x-ray images were provided which show that a closure top has migrated out of its screw. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to not fully seating the closure tops against the rods. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.